Event description:
Spontaneous ms3 pump with (B)(4) lost programming. Will ship new pump to pt as soon as possible. Pt to return malfunctioning pump. Pt using back up pump. Pt reports no clinical injury. No further info. Did the reported product fault occur while in use with the pt? No. Reported to (B)(4).